Event description:
The consumer reported that when he checked his device he saw the green light on by the 9v and stimulation on picture but no light next to the implant battery icon. The patient did not feel stimulation starting the morning of the report. Troubleshooting involved turning stimulation up since the programmer indicated it was on but it did not resolve the issue. The change in therapy or symptoms was considered sudden. The indication for use was failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.